Event description:
It was reported that there was a lead replacement. Considering the l-dopa response the patient was found not to have improved enough after his first subthalamic nucleus (stn) implantation. The electrodes were explanted and new electrodes were successfully re-implanted. The outcome was resolved completely.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. (B)(4).